Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the nurse was concerned about the low flow displayed in arctic sun device. Target was 33.5 c, patient was 33.7 c, water was 23.2 c, flow rate was .7-.8 l/min. With the neonatal pad attached system diagnostics showed, flow rate =0.7 l/min, inlet pressure -=7.2 and circulation pump =28%. When nurse disconnected, and reconnected tubing, flow rate remained at 0.7 l/min. It stated that there were no bends and kinks in tubing. The enabled manual control and water control showed flow rate =1.7 l/min, inlet pressure =-7 and circulation pump =53. When disabled manual control and restarted therapy, flow rate stabilized at 0.7 l/min. Ms&s suggested to try another device and if the flow rate did not rise, they might change the pad. Nurse did not want to move the neonate. Per follow up with customer on 01dec2020, user confirmed neonate pad issue. Diagnostics showed device was working appropriately. User did not exchange device, or pad since patient was close to target. Patient completed therapy with no further issues.

Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section."the DHR and manufacturing reviews could not be completed due to no lot number provided.the product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Event description:
It was reported that the nurse was concerned about the low flow displayed in arctic sun device. Target was 33.5 c, patient was 33.7 c, water was 23.2 c, flow rate was .7-.8 l/min. With the neonatal pad attached system diagnostics showed, flow rate =0.7 l/min, inlet pressure -=7.2 and circulation pump =28%. When nurse disconnected and reconnected tubing, flow rate remained at 0.7 l/min. It stated that there were no bends and kinks in tubing. The enabled manual control and water control showed flow rate =1.7 l/min, inlet pressure =7 and circulation pump =53. When disabled manual control and restarted therapy, flow rate stabilized at 0.7 l/min. Ms&s suggested to try another device and if the flow rate did not rise, they might change the pad. Nurse did not want to move the neonate. Per follow up with customer on 01dec2020, user confirmed neonate pad issue. Diagnostics showed device was working appropriately. User did not exchange device or pad since patient was close to target. Patient completed therapy with no further issues.